Event description:
Clinical Narrative UPDATE US (AEI information) 2026-7-23:The team relayed further communication regarding the patient outcome. The team noted the support of the primary device ECMO and the Impella were not enough to sustain the patient's life.Additionally, the alarming was determined to be due to low flow. The team noted "aspiration" which was indicative of suction/low flows.Prior Clinical Narrative (US);An Impella CP was inserted via the left femoral artery to support the female patient of an undocumented age who had been admitted in with Acute Myocardial Infarction and Cardiogenic Shock, presenting in Society for Cardiovascular Angiography and Interventions (SCAI) Stage D Shock per documentation. Prior to the implant of the CP the patient was known to be supported by inotropes, vasopressors, respiratory support, and the primary support device of Extra Corporeal Membrane Oxygenation (ECMO). The CP would vent the ventricle for the ECMO support device. Underlying medical history and comorbidities were not shared.The CP was functioning as expected, on the day after insertion, Performance Level P-4 with 2.3L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution when there were alarms. The team observed placement signal low on the Automated Impella Controller (AIC).After over 6 days of support the patient expired. The death is most likely associated with the patient's clinical presentation of SCAI shock stage D which has a known increased mortality, particularly in the context of multiple mechanical circulatory support devices. Due to minimal clinical details provided the death and contribution of the pump can not be denied.

Manufacturer narrative:
A. PATIENT INFORMATION with exception of sex of patient is unknown. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.